Event description:
It was reported that the radiofrequency programmer head had intermittent telemetry with both the programmer and the patient's implantable heart device. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head had intermittent telemetry with both the programmer and the patient's implantable heart device. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head had intermittent telemetry, its uplink amplitude tests were out of specification, and further evaluation indicated that it was the cable that was out of specification. The head was sent on for repair and restock. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.